Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor was displaying a service code 110. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca and an open l1 component on the computer/analog pca. In addition, damage was induced to components d1 and l2. The root cause for the damaged components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was displaying service code 110 (over voltage cleared no energy).